Manufacturer narrative:
H10: a field service engineer (fse) went to the customer site on (B)(6) 2024 and evaluated the device. The fse verified that the device would not power on. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the fse then successfully completed and passed performance verification testing. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
G1: contact office phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they confirmed the power supply was supplying 24 volts direct current (dc) to the power management (pm) printed circuit board assembly (pcba). The customer requested a warranty replacement of the pm pcba. This investigation is ongoing.